Manufacturer narrative:
(B)(4). Note: beckman coulter is conducting a retrospective review of its global service records, to ensure that the records had been adequately evaluated for potential complaint information and any warranted follow-up action, including MDR reporting. This MDR report is a result of that retrospective review. Manufacturing investigation: a beckman coulter field service engineer (fse) was dispatched to evaluate the customer's instrument. The fse identified loss of liquid in the electrode area. The electrodes were not positioned correctly. The ise module was dismantled and inspected. The fse calibrated the instrument. All verification testing passed within instrument specifications. In conclusion, the reported event was likely caused by a hardware failure. The problem was confirmed. Beckman coulter has not implemented any initial corrective actions or preventive actions.

Event description:
The following event was reported: ionic selective electrode (ise). There was no report of death or serious injury.

Manufacturer narrative:
The date of manufacture of the instrument was inadvertently omitted from the original report. It has been added to this report.